Manufacturer narrative:
Additional patient code add shock, anaphylactic FDA 1703. The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs.

Event description:
The patient reported that she had a few anaphylactic shocks last week so she when to see her doctor who was not able to determine the cause but suspected it could be an insulin allergy so they prescribed her another kind of insulin. No further information to the event or the type of insulin that was provided. The pod will not be returned for evaluation.